Manufacturer narrative:
Claim of valve was explanted at implant due to regurgitation cannot be confirmed. As received, at the outflow aspect, suture holes along leaflet 2, were not visible in the sewing ring as the suture holes that were evident along leaflet 1 and 3. No visual inconsistencies detected in the valve as the leaflets were flexible. No inconsistencies detected in the x-ray as the wireform was intact. The valve will be sent to rd for functional testing. Research and development completed the functional test and concluded with the following: edwards standardized in vitro testing shows a 3.2 percent non-central regurgitant fraction, which is more than six times lower than the 20 percent maximum allowable for this size valve per iso5840:2005. There are several reasons why a valve is explanted at implant. This is typically the result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. It should be noted in this case that the surgeon explanted the 29mm valve and implanted a larger valve (31mm) of the same model with good results. This suggests a sizing issue with the 29mm valve for this patient. The echo results suggest the possibility of low cardiac output and also classed the regurgitation as mild. With the information provided, we cannot confirm the customer's claim of "an important eccentric jet (due to a cusp prolapse)" and we cannot conclusively determine the root cause for explant of this device.

Event description:
Reportedly, a 31mm valve was explanted at implant due to regurgitation. Per the customer report, primary disfunction (regurgitation) of perimount magna mitral bioprosthesis; valve was explanted and a new one was implanted. Follow up with the surgeon: the patient underwent a double valve replacement with implant of a 21mm magna ease aortic valve and a 29mm magna mitral ease valve. On intra-op echo, an important eccentric jet (due to a cusp prolapse) was noticed on the 29mm magna mitral ease valve. The surgeon went back on pump and the 29mm valve was removed (no issues with the magna ease aortic) and replaced by a 31mm magna mitral ease. Second tee ok, patient off-pump. Patient still hospitalized and stable at time of the report.

Manufacturer narrative:
Device not received, en route to lab. Device evaluation anticipated, not yet begun. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device was received for processing in (B)(4) and is currently en route to our evaluation lab in (B)(4). Device evaluation is anticipated as soon as the device has been received. The echo report was interpreted by an independent consultant. Through follow up with the surgeon, the patient is fine. Follow up report will be submitted with evaluation results.